Event description:
It was reported by the customer that they were attempting to deliver therapy to a dog using the internal paddles. They continued to charge the paddles up to 30 or 50 joules. The paddles did charge, but they then observed an "energy fault" error message on the screen. They removed the paddles from the lp 9p device and attached them to a lp 9 unit, with the same results. The dog was not resuscitated. The customer indicated that in her opinion, the patient would not have survived even if they had been able to deliver therapy. The customer also stated that the external paddles on both devices functioned properly.

Manufacturer narrative:
The customer confirmed that they sterilized the paddles using gas, and the handles using steam, the customer thought that they had been run through too many sterilization cycles. The customer declined evaluation and repair by the service rep and indicated that they would purchase new internal paddles.